Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 80 mg/dl. The customer stated that there are scratches on the lcd screen. The customer doesn't know how the damage occurred. The customer stated that he can't see the pump screen. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked case at display window corner, scratched reservoir tube window, cracked battery tube threads and minor scratched display window.